Event description:
The customer reported that erroneous results were generated from an au400 clinical chemistry analyzer for multiple patients in conjunction with a cuvette overflow of the instrument. Liquid was noted as dripping from the instrument. The liquid was believed to be water. The operator followed instructions for handling an overflow. Beckman coulter inc. Assessment of customer supplied patient data indicated the involvement of two patients with suspect results. Both patients possessed instrument generated flags instead of results for some chemistries. One patient possessed an instrument generated flag for glucose and believable numerical results for other tests. The second patient's results possessed only instrument generated flags with no numerical results. The customer stopped reporting results. Neither patients' initial results were reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. Upon repeat on the same instrument after service the first patient's repeat glucose result generated a numerical value which was regarded as valid. All other results were consistent with initial results. Patient two's repeat results recovered with numerical values that were considered valid. The repeat results were reported out of the laboratory.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer tightened the wash station manifold. The instrument was put back in service after the completion of repairs and a successful calibration and quality control assessment verified performance. Beckman coulter inc. Issued a customer notification to address cuvette overflows for this instrument model. The cause of this event is currently unknown.